Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be submitted.

Event description:
Received information stating customer's pump unexpectedly shutdown. Reportedly, the customer's blood glucose level was not impacted.